Manufacturer narrative:
Should the products be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device and right atrial (ra) lead displayed noise and oversensing without pacing inhibition. The patient was later seen for a revision procedure where the lead and device were explanted. The products are not expected to be returned.